Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was brought to the operating room due to the incision at the ipg site had opened and the battery was slightly visible from the opened wound. The physician washed the wound out and considered it safe to keep the ipg intact. The patient was prescribed vancomycin and was admitted in the hospital for observation. The patient was doing well.